Event description:
The facility's technician reported an infusion pump with an 813:01 failure code. The technician stated they have no record of any pt incident involving the pump since the last baxter service event. Device failure occurred during biomed testing. No details were available regarding the problem or testing being performed. Additional contact info was requested, but not provided.